Event description:
Account reports, "upon insertion of the spinal needle, the needle broke away from the hub." Needle was surgically removed under fluoroscopy. No pt injury or further complication as a result of this occurrence.